Event description:
Clinical review/rationale: an impella 5.5 pump was placed via the axillary artery graft site for the 58 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient had previously been on an intra-aortic balloon pump (iabp) and inotropes, vasopressors, and a vent for respiratory needs. Any other underlying medical history and comorbidities were not shared. The pump supports was ongoing when on day 20 of the support the patient decompensated, had CPR done, but when no return of spontaneous circulation (rosc) occurred, the patient expired. The patient was not a candidate for any other advanced therapies like transplant or an lvad. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemodynamic instability and cardiac arrest could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.